Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that threshold on the leadless implantable pulse generator (ipg) increased. The device was set to autocapture control and remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen again for a three month follow-up visit and the threshold was still elevated. The device was reprogrammed to increase output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.